Manufacturer narrative:
Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was implanted. During the attempt to center it in the capsular bag, surgeon noticed that part of one of the haptics was missing. The lens was subsequently explanted and the backup lens was successfully implanted. There was no patient injury. No further information was provided.